Event description:
It was reported that device material rupture occurred. A 4.0 x 60mm, 135cm ranger global dcb otw balloon was selected for a percutaneous transluminal angioplasty (pta) procedure in the left superficial femoral artery (sfa) with 99% stenosed moderately tortuous anatomy with severe calcification. Each inflation pressure was 8 atm, the device ruptured at the first inflation with pressure unknown at time of rupture. There were no patient complications, and the case was completed with a different device of the same model.